Event description:
On (B)(6) 2015 1817 by risk, rde: patient in cath lab for diagnostic cardiac cath then pci of rca. Bmw wire placed in rca. Rca ballooned and removed. A 6 french guide liner placed. Stent catheter inserted in rca. Stent dislodged from catheter in rca ostium. Stent dragged from rca ostium to right radial artery. Unable to remove stent with snare. Surgery consulted. Cut down performed and stent removed from radial artery by surgeon. Surgery successful. Patient sent to ICU.